Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2012 and a tissue morcellator was used. Durnig the procedure the device began to sputter and would not cut after a few minutes of use. A new device was used to completed the procedure. There were no adverse patient consequence.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a hysterectomy. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade passed the sharpness test with an average breaking force of 2.95 lbf (specification: average 3.5 lbf max); however blade failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. Hence blade would have stopped cutting due to jamming caused by accumulation of blood and tissue.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.